Manufacturer narrative:
Manufacturer's reference number: (B)(4) in the 3500a initial medwatch report, it was reported that this event was MDR reportable for ¿introducer stuck within the sheath¿. During an internal review of this event on 13-dec-2021, it was noticed that this event should have been assessed as ¿resistance with sheath¿, as well as ¿obstructed sheath¿ issues. The issue of ¿resistance with sheath¿ is not considered to be a MDR reportable issue since interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The issue of ¿obstructed sheath ¿ is not considered to be a MDR reportable issue. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended; however, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event will no longer be considered MDR reportable. The h6. Medical device problem code was updated from failure to advance (a150204) to ¿device-device incompatibility (a1702) and obstruction of flow (a1409).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. Initially, it was reported that when inserting the dilator, it would not insert into the sheath. The sheath was replaced, and the issue remained. The vizigo¿ was replaced once again and the issue resolved. No adverse patient consequences were reported. The resistance with sheath and obstructed sheath issues were assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 16-dec-2021. The biosense webster, inc. Product analysis lab received the device on 10-dec-2021. The device evaluation was completed on 16-dec-2021. The device was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device revealed that the hemostatic valve was found dislodged inside the hub of the vizigo¿ sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record *DHR) was performed for the finished device 50000032 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo¿ sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate further. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two carto vizigo¿ 8.5f bi-directional guiding sheaths - medium and the dilator was stuck within the sheath in both devices. It was reported that when attempting to insert the dilator, it would not insert into the sheath. The sheath was replaced and the issue remained with the same issue. The vizigo¿ was replaced once again and the issue resolved. No adverse patient consequences were reported. Additional information was received on 19-nov-2021. It was reported that when they were putting the dilator into the sheath and withdrawing there was resistance. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was partially blocked. The dilator was not able to be moved through the sheath. The dilator was stuck on the sheath and it was very difficult to pull back. Tubing was not being used on the patient when the issue was noted. Air did not enter the patient. The patient did not experience any neurological symptoms.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2021-02174 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium). MFR # 2029046-2021-02175 for product code d138502 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium).